Event description:
The patient called to inform us that e8 keeps appearing every time she inserts the spirit combo insulin pump battery. When she presses the check button in order to snooze and confirm error, nothing happens and the error remains on the display. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.